Event description:
On (B)(6) 2025, the user experienced a hyperglycemic event with blood glucose levels exceeding 400 mg/dl. The user had performed a full supply change the night prior using a 23g 6mm infusion set. Despite stable glucose levels at the time of the change, the user's glucose began rising the following day. The user's wife transported them to the hospital, where they were treated with multiple daily injections (mdi) and IV fluids. The user was not admitted but remained in the emergency department for observation. Upon inspection, the cannula from the infusion set was found to be bent, preventing insulin delivery. The user did not observe any leakage at the site. The ilet system was not used during the hospital stay. The user planned to reconnect to the ilet following discharge.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs and cgm activity plot from (B)(6) 2025 confirmed that the ilet was operating as intended. Multiple "high glucose" and "resume insulin reminder" alarms were appropriately triggered and acknowledged. The cgm data shows persistent hyperglycemia beginning early on (B)(6) 2025 and continuing through the following day, consistent with insulin delivery failure. Based on available data, the ilet functioned as designed, and the cause of the event is attributed to a user-related infusion site issue. Should additional information become available, a supplemental report shall be submitted.